Event description:
A report was rec'd that during a revision, it was discovered that the ipg had flipped several times causing the paddle lead to become frayed. The lead was replaced and the pt was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.